Manufacturer narrative:
Additional information: the reported event of insulation damage was confirmed. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that one day after the right ventricular (rv) lead implant procedure, high capture threshold and sensing decrease were observed on the lead. The physician opted to reposition the lead. During the rv lead repositioning procedure, blood in the lead insulation was noted. Insulation damage was suspected. The lead was explanted and replaced. The patient was stable throughout the procedure.